Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an isolated stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 2,000 ohms in the right atrial (ra) lead. Technical services (ts) discussed programming options and turned off respiratory rate trend (rrt). No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an isolated stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 2,000 ohms in the right atrial (ra) lead. Technical services (ts) discussed programming options and turned off respiratory rate trend (rrt). No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
The allegation(s) in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. The conclusion code was updated to design inadequate for purpose. This device was not included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an isolated stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 2,000 ohms in the right atrial (ra) lead. Technical services (ts) discussed programming options and turned off respiratory rate trend (rrt). No adverse patient effects were reported. This product remains in-service. Additional information was received which indicated that, this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No additional adverse patient effects were reported.